Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins replacement in (B)(6) 2022 (unknown reason for replacement) and caller observed 2 or possibly 4 electrodes out of range that day, previous to ins replacement. Caller does not believe the march impedance issue was reported. Patient is implanted off label for occipital. No symptoms were reported. Additional information was received from the rep on may 23rd. The rep stated that on (B)(6) 2022, is when he became aware of the replacement. The way this clinic operates is they provide rep with the date. Rep gets the details of what is going on when he arrives at the surgery. Rep also thought the electrodes were out prior to the replacement, and same were out after replacement. The status of the device is unknown as this clinic sends it to the pathology and usually discards of the devices. Patient was programmed and unknown if the issue was resolved. Rep has not heard anything further. Hcp will follow up with the patient to check and to determine if lead revision will be needed; rep will only be notified if needed.